Manufacturer narrative:
D10 concomitants: 2906382 300-01-11 - equinoxe, humeral stem primary, press fit 11mm 2817355 300-10-45 - equinoxe replicator plate 4.5mm o/s 2762404 300-20-02 - equinox square torque define screw drive kit 2836834 300-20-02 - equinox square torque define screw drive kit 2159816 310-02-44 - equinoxe, humeral head tall, 44mm (alpha) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's atsa (anatomic total shoulder arthroplasty) was revised to a rtsa (reverse total shoulder arthroplasty) approximately 11 years 6 months post initial operation. The photos provided show signs of wear. Patient was last known to be in stable condition following the event. No further information available.